Event description:
It was reported that the customer's insulin pump had a scratched screen and that it beeped without an alarm. The customer's blood glucose level was 129 mg/dl. Standard troubleshooting was performed. The customer stated the damage occurred through normal wear and tear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.